Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the every time he rewinds the insulin pump it makes a weird noise also when they pressed the buttons they stay pressed down and engaged. The customer blood glucose level was unknown. Customer stated insulin pump received random unexplained no delivery alarms and insulin pump rewinds slower than when it was new. The device will not be returned for analysis.